Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. There was moderate tortuosity and mild to moderate calcification in the iliac arteries. It was reported that the aneurysm was enlarging due to a suspected distal type I endoleak. The cause of the endoleak was not clearly evident; therefore, the graft was extended distally to the level of the external iliac artery with an endurant 16x10x124 iliac stent graft. The stent graft was re-modeled with a pta balloon; however, this resulted in a graft tear at the transition segment evident by a type iii endoleak seen on angiogram. An endurant 16x13x93 iliac stent graft was implanted to reline the endoleak and successfully resolved the endoleak. During the procedure a patent ima was identified and was coiled. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (tortuous and calcified iliac arteries, type ii endoleak), caused by another drug/device (balloon). Conclusions: device failure/lack of effectiveness related to patient condition (tortuous and calcified iliac arteries, type ii endoleak), another device caused failure (balloon).